Event description:
It was reported that during the ligament repair surgery, the anchor pull out during knotting. The procedure was completed with a s+n back-up device implanted in a new bone hole. No void left in the patient. Non-significant surgical delay was reported, and no other complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Manufacturer narrative:
H10 h3, h6 part of the reported device was received for evaluation. It could not be determined if the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found the device outside the original packaging. The insertion device was returned without the anchor or any suture material. The distal end of the insertion device has some flaring and some debris is present. A review of the customer provided image finds the distal end of complaint device with an anchor on the insertion device. The suture threads have been cut. Per case details, the anchor pulled out during knotting in a ligament repair surgery. Reportedly, the procedure was completed with a smith and nephew backup device in a new bone hole. However, per case correspondence no void was left in the patient, and the patient has normal bone quality. The surgical procedure was completed with a non-significant delay and no other reported complications. No additional information was provided including the patient¿s current health status. Without the requested information, the patient impact beyond the reported cannot be determined. No patient harm has been alleged. Therefore, no further clinical/medical assessment can be rendered. The complaint was not confirmed, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include inadequate bone quality, improper preparation of the insertion site, or off-axis insertion of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.